Event description:
Upon removing the stent device from the body, it was noted that the stent delivery apparatus was incomplete and was missing its markers. Fluoroscopy showed that the inner subassembly with its flexible catheter tip and its two radiopaque tantalum gps markers were seen within the distal sfa. The stent itself appeared well expanded within the vessel except for the proximal or overlapping segment that appeared to have inadequate apposition. A snare kit was used for retrieval of the inner subassembly. Post dilatation was then completed. Diagnosis: right lower extremity arterial ischemia.